Event description:
It was reported that after a laparoscopic gastric bypass procedure, there was a post-op leak. The procedure was completed with hand sewn anastomosis as standard technique. It was reported this user does not use buttress or reinforce staple lines with suture. The user uses white reloads on the jejunum and blue reloads on the stomach. It was noted that a strange sound was heard on one of the stapler firings. He could not describe what the sound was like. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
There were no malformed staples noted during the initial procedure. A leak test was done intra operatively. The patient was brought back to surgery and the leak was located at the horizontal staple line on the gastric pouch. The were no malformed staples found. The leak was found 10 days after the initial procedure. The patient was released and re-admitted for another ailment (diverticular disease).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).